Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will eval it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. This complaint is being reported due to the unresolved inaccurate erratic issue on the one touch ultralink meter. The pt reported blood glucose results of "89, 150, and high glucose above 600 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. Reportedly, the pt administered self-treatment with food/drink, but did not have any symptoms. Since the pt did not have any symptoms that would suggest the pt had severe hypoglycemia or hyperglycemia, there is no evidence that pt's treatment was for acute complication of diabetes but rather suggestive to prevent aforementioned diabetic conditions.